Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the issue. The system was very intermittent and there was a spontaneous shutdown of the imaging system gantry. Trouble shooting indicated the problem was with the charger enclosure. The part was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect charger enclosure has been returned to the manufacturer for evaluation, however results are not available at this time.

Event description:
A medtronic representative reported that while outside of a procedure the image acquisition system (ias) was shutting down intermittently. There was no patient present when this issue was identified.

Manufacturer narrative:
The enclosure charger was returned to the manufacturer for analysis. The enclosure charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.